Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause of the event. It is not known if the device will be returned. Missing information includes: device serial number, implant date. Device labeling: lymphoma, including anaplastic large t-cell lymphoma (alcl) ' information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist. Haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explantation.

Event description:
Health professional reported a right side device removal and "total capsulectomy" following "seroma" and "diagnosis of alcl." Manufacturer of the device is unknown. This event will be captured as lymphoma as pathological markers to confirm alcl have not been received.